Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure and the reported unsure properly inserted cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a mechanism-related issue, resulting in difficulty inserting the cannula. No impact to the patient's glucose level was reported. Treatment details were not provided, and no additional information is available.